Event description:
It was reported that during a procedure involving one sprinter legend coronary balloon catheter, balloon deflation difficulties were encountered. The device was inspected prior to use with no issues noted. The device successfully reached the lesion via a radial approach. After the balloon was expanded, the coronary artery dilation was successfully completed, but the balloon failed to be emptied and retracted. Repeated unsuccessful attempts were made to deflate the device. There was an inability to remove the device normally. The inflated balloon and guidewire had to be forcibly removed. Once the balloon catheter was removed, the guidewire was re-guided to the desired position, and the coronary stent was successfully installed. Due to the event arterial dissection occurred, and the arm was swollen. The arm was bandaged with an elastic bandage to promote recovery, and no other obvious adverse effects were found. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. It was not difficult to remove the protective sheath or the packaging stylette. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The balloon failed to deflate. There were no difficulties noted during inflation of the device. The deflation difficulties were noted after the first inflation. The device was not moved or repositioned while inflated. Patient gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was a non tortuous, mildly calcified lesion in the mid left anterior descending (lad) artery. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Finally the entire system had to be removed without the balloon deflating. When the balloon passed through the radial artery, the inner diameter of the radial artery was 2-3 mm, which caused arterial injury. Images analysis: two videos of the video screen were provided for review. In the first video, the sprinter legend balloon is inflated in the lad at a bifurcation with a diagonal. The second video shows that the balloon has been pulled back to the tip of the guide catheter while still inflated. The videos confirm the allegation because the balloon has not been deflated. But the videos do not provide a root cause for the deflation difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.